Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensations when turning on the system. The patient was reprogrammed and was still feeling discomfort. An x-ray was taken and revealed that the paddle lead migrated. It was also reported that high lead impedances were noted due to a suspected lead fracture.